Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1avr1-delsys / expiration date: 28-nov-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation? No. Dev rtn to MFR? No. Device mfg date: 23-jun-2021. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), a perforation occurred leading to pericardial effusion and tamponade. It was noted that it occurred while the device was being recaptured. The leadless ipg was not implanted and surgical intervention was required. No further patient complications have been reported as a result of this event.